Event description:
After one re-positioning of the breast lesion localization system, when the physician went to remove the device, the hub detached from the needle cannula leaving no means of retracting the "j"wire. The pt was sent to surgery for removal of the needle. This was done successfully.